Event description:
It was reported that the shear gave a permanent tone. No further information is available. The case was completed with another lcsc5. There was no patient consequence.

Manufacturer narrative:
H6: cracked and scratched blade. Evaluation summary: the analysis results found that device a was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. Minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. The instructional insert warns: "scratches on the blade may lead to premature blade failure". Device b was returned with the distal tip of the blade broken off. The device functioned in air while being activated. The device did not cut due to the condition of the blade. The identified blade damage may have occurred from external contact during pre-op or general use. Minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. The instructional insert warns: "scratches on the blade may lead to premature blade failure."